Manufacturer narrative:
The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event.the user's arm was swollen, itchy and all kinds of symptoms, no date was provided.upon review of dms, the user has not used the system since insertion on (B)(6) 2025 and wants the sensor removed. The user's hcp was aware of the event and prescribed hydrocortisone.

Event description:
Senseonics was made aware of an incident where user's arm was swollen, itchy and all kinds of symptoms, no date was provided.upon review of dms, the user has not used the system since insertion on (B)(6) 2025 and wants the sensor removed.the user's hcp was aware of the event and prescribed hydrocortisone.